Manufacturer narrative:
The association between the coopervision device and the event is unconfirmed.

Event description:
The patient experienced symptoms of pain and swelling in the left (os) eye and sought emergency medical treatment. The patient was diagnosed with a corneal ulcer and prescribed gentamicin and referred to an ophthalmologist. The ophthalmologist prescribed besivance, polymyxin b, and trimethoprim. The incident resolved, and the patient resumed lens use at which time the patient began to experience redness of the eye. The patient sought further medical treatment and was diagnosed with a corneal ulcer. The patient was prescribed besivance and gentamycin. The incident has fully resolved and did not result in any permanent conditions; however, medical interventions and medications were necessary to prevent or preclude a permanent injury or illness.